Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Gehc recommended replacement of the drive gas check valve. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a ventilator failure. There was no reported patient involvement.